Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted following an x-ray imaging that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient experienced no consequences.